Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the info rec'd, the cause of the reported pericardial effusion and death could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
Related manufacturer reference 3005188751-2014-00018. During a non-emergent left side ventricular tachycardia ablation procedure, the patient developed a pericardial effusion. A fast cath 12 cm hemostasis introducer was placed in the right femoral vein and a supreme ep quad catheter was inserted and advanced into the right ventricle. Ventricular tachycardia was induced with multiple morphologies. A fast cath swartz guiding introducer was placed in the right femoral artery and advanced distal to the aortic arch into the descending aorta. A non-sjm ablation catheter was advanced through the introducer, across the aortic valve, and into the left ventricle. Heparin was administered. Mapping and model creation was initiated; during mapping the patient became hypotensive. A transthoracic echocardiogram revealed a pericardial effusion. Protamine was given and a pericardiocentesis was performed to stabilize the patient. A pericardial drain was placed, all femoral lines were pulled, and the patient was transported to their room in stable condition. The physician indicated no performance issues with an sjm device. An echocardiogram the next morning showed no pericardial effusion. The patient developed ventricular fibrillation during breakfast, for which the existing implanted ICD was unsuccessful in returning the patient to normal sinus rhythm. External rescue was attempted and a pulse was successfully restored; however, the patient suffered an anoxic injury and the family terminated rescue efforts and the patient expired.